Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The incision was widened to accomodate a replacement lens. Additional information has been requested.